Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to send a transmission with the new reader for a leadless implantable pulse generator (ipg), beeping sounds were heard on the remote monitor. A green bar appeared for several seconds and then disappeared, and the transmission could not be sent. The reader was charged for one hour, the monitor was powercycled, a dry washcloth was used, the reader was movedin circles over the chest, and the attempt was made in a different room with a good cellular signal. Four attempts were made, but the transmission could not be sent. The patient was advised to set an appointment with the clinic to check the device. There was no telemetry on the leadless ipg. The ipg remains in use. No patient complications have been reported as a result of this event.